Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found: cut on the cable. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported prior to using bd vacutainer® edta 2k one tube had a label that was torn and peeled off. No adverse impact was reported regarding the patient or user.